Manufacturer narrative:
Article citation: lentz pc, wagner IV, draper c, ang b, boopathiraj n, miller d, dorairaj s. "Complications following xen45 gel stent and glaucoma drainage device implantation during glaucoma fellowship." Cureus. 2024 jul 28;16(7): e65582. Doi: 10.7759/cureus.65582. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "complications following xen45 gel stent and glaucoma drainage device implantation during glaucoma fellowship" from the journal cureus noted the following events "case patient underwent two xen®45 gts implantation in the left eye. Postoperatively, patient required bleb revisions and micropulse transscleral cyclophotocoagulation and had atypical non-arteritic anterior ischemic optic neuropathy, transient hyphema, choroidal effusions, central retinal vein occlusion which over two years resulted in decrease of bcva from 20/80 to light perception. One year after initial presentation, patient experienced ocular pain, redness, hyphema, iop of 45 mmhg, and was diagnosed with neovascular glaucoma. Treatments of anti-vascular endothelial growth factor therapy, topical brimonidine 0.1%, dorzolamide-timolol 2-0.5%, and oral methazolamide 100 mg daily were provided, but iop did not improve. Patient underwent ahmed valve implantation. Pod1, patient experienced shallow anterior chamber and iop of 35 mmhg. Pow1, hemorrhagic choroidal effusions were observed and iop was 10 mmhg. Pow2, patient developed significant ocular pain and large "kissing" choroidal effusions confirmed via b-scan ultrasound. Pow3, surgical treatment was provided to drain the choroidal hemorrhages. 2 months later, patient had recurrence of choroidal effusions which resolved after medical treatment of atropine 1%. This is the same literature article reported under patient identifier (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4). This emdr is being submitted for first xen®45 gts against case 5.